Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 43mg/dl. The caller stated that he took too much insulin. The caller stated that he treated his blood glucose based on the sensor glucose reading, but his actual reading was on the 40s mg/dl. Also the customer calibrated the system thirty minutes after he ate a sandwich. Advised the caller that he should calibrate the system prior to food or insulin intake. No further information was provided.